Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device repeatedly alarmed for various medium and high priority patient alarms. Various alarms were observable both visually and through hearing. The log files show pa141003(vtlow), pa141005(low minute volume), pa 141017(disconnection on patient side), pa 141014 (, turnflowsensor), pa 141002 (vthigh) and pa 141051 (peephigh). Also the "flow sensor calibration" failed multiple times. Later by running the service software the ventilator device failed for the "blower flow test" on high flow values. There is no patient involvement reported.there is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing..

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device repeatedly alarmed for various medium and high priority patient alarms. - various alarms were observable both visually and through hearing. The log files show pa141003(vtlow), pa141005(low minute volume), pa 141017(disconnection on patient side), pa 141014 (, turnflowsensor), pa 141002 (vthigh) and pa 141051 (peephigh). Also, the "flow sensor calibration" failed multiple times. Later by running the service software the ventilator device failed for the "blower flow test" on high flow values. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.